Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, it was noticed the posterior capsule ruptured after implantation. Subsequently, it was removed during initial procedure and the procedure was completed with another lens. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The file states the posterior capsule ruptured when implanting the lens. Associated products were not provided. It is unknown if qualified products were used. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).